Event description:
According to the report: during the implantation of a pedicle screw, an unnoticed dislocation of the inlay of the screw occurred without any application of force. A longitudinal rod was able to be properly blocked with the head screw without any problems. The dislocated part was not noticeable in the intraoperative image. The dislocated part of the screw could only be detected in the postoperative x-ray and the patient had to be revised. The patient insisted on retaining the screw after the revision surgery.